Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading sequence, the septum was observed to be leaking on 2 cartridges. Customer replaced the cartridge. There was no reported impact to customer's blood glucose.